Event description:
It was reported that during an arterial embolization device placement procedure, the device allegedly had magnetic resonance imaging incompatibility issues. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the result of the investigation is inconclusive for the magnetic resonance imaging incompatibility issue. The root cause for the reported magnetic resonance imaging incompatibility issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the caterpillar arterial embolization system was reviewed and contains the following information relevant to the reported event: f. MRI safety information: non-clinical testing demonstrated that the caterpillar and caterpillar micro arterial embolization devices are mr conditional. A patient with this implant can be scanned safely immediately after placement under the following conditions: static magnetic field of 3-tesla or 1.5-tesla. Spatial gradient magnetic field of 3,400-gauss/cm or less. Maximum mr system reported whole-body-averaged specific absorption rate (sar) of 2-w/kg (normal operating mode). Under the scan conditions defined above, the caterpillar and caterpillar micro arterial embolization devices are expected to produce a maximum temperature rise of less than 3°c after 15 minutes of continuous scanning. In non-clinical testing, the image artifact caused by the device extends approximately 16.45 mm from the caterpillar and caterpillar micro arterial embolization devices when imaged with a gradient echo pulse sequence and a 3 tesla MRI system (magnetomespree, siemens medical solutions (malvern, pa) software numaris/4). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that after an arterial embolization device placement procedure, the device allegedly had magnetic resonance imaging incompatibility issues. There was no reported patient injury.